Event description:
It was reported that an x-stop device was implanted at level l4/5 on (B)(6) 2008 in a pt enrolled in a (B)(6) study. Post procedure, the pt reported that the buttocks pain resolved but the leg pain with walking and extension did not. The x-stop device was removed on (B)(6) 2008. In addition, a posterior spinal fusion was performed at l4/5 and a laminectomy was performed at l3-l5 at the time of the x-stop explant. It was also noted that the revision surgery resulted in prolongation of hospital stay.

Manufacturer narrative:
Method - follow up conversation with company rep. Conclusion: based on the results of the evaluation, there are no functional or visual issues with the device.